Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shock portion of the right ventricular lead was capped on (B)(6) 2016 due to low, out of range, high voltage lead impedance. No further information is available at this time.